Event description:
S-ICD under bsc advisory for premature battery drain. Remote showed premature battery drain; confirmed with bsc tech support; recommends generator change within 90 days. Patient in process of being scheduled for s-ICD generator change.